Event description:
Per voluntary report, "left breast tissue expander intraoperatively filled to 420 cc a few months ago required explantation with re-insertion fifty-four days later with new expander. Culture and sensitivity of seroma fluid pending." The device was not returned to mentor for eval. A review of the mentor complaint database revealed no other complaints against this lot.